Event description:
A caller reported a malfunction in the pump, but no notable events occurred before the malfunction. The impact on the customer's blood glucose level was unreported, as the caller declined to provide specific information. Technical support assisted the caller with resetting the pump, successfully resolving the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared.